Manufacturer narrative:
The reported field event of an inability to interrogate was confirmed in the laboratory. Review of the device image indicated that the device went into backup vvi mode due to a single bit flip. Analysis was performed on the hybrid and no anomalies were found. Product code was reloaded and further testing did not note any anomalies. The cause of the inability to interrogate was due to a single bit flip. The cause of the single bit flip could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. There were no allegations of premature battery depletion. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: (explant date should have been (B)(6) 2020 rather than (B)(6) 2020), (the awareness date should have been jan 6, 2020 rather than jan 17, 2020 in 2938836-2020-00241 follow-up number 1).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the device was unable to be interrogated using inductive telemetry. It was concluded that the device was likely out of battery entirely. Device replacement was discussed and the patient is stable.